Event description:
Customer reported that "central line associated blood stream infection on 3 separate occasions". Event 1: it was reported that icy femoral catheter was placed for a cardiac arrest patient on (B)(6)2012. Icy was removed due to patient increase in temperature. Icy catheter tip was cultured, (B)(6) bacteria identified on culture and patient was treated with antibiotics. Event 1: MFR report# 3003793491-2013-00033, event 2: MFR report# 3003793491-2013-00034, event 3: MFR report# 3003793491-2013-00035.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.